Manufacturer narrative:
This report is based solely on device return and analysis. The event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) analysis found the device would not power up. The cause was the main pcb (printed circuit board).

Event description:
The device was returned to the manufacturer due to the field advisory. It was analyzed and tested out of specification consistent with the advisory. No information was received indicating patient involvement.